Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station does not have power and screen was black. User confirmed that station rebooted but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager device have no power and stuck on black screen. A field service engineer (fse) discovered a faulty and damaged pyxis serial cable and replaced it. After replacement, all medstation components powered on and became fully operational, and final testing in the hardware test application was completed successfully. The system functioned as intended after the field service engineer repaired the device.